Manufacturer narrative:
Additional information was received for this event. Find new information received in section: d4 (lot number and expiration date) and h4.

Event description:
It was reported that during a total hip replacement procedure the r3 offset impactor broke internal to the patient when impacting. It is unknown if any broken piece fell inside the patient's wound. The procedure was finished using a smith and nephew back up device, with no surgical delay. There was no injury to the patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the stated failure. The shaft of the thumbwheel fractured at the location in which it is threaded into a u-joint. The r3 offset shell impactor became non-functional due to the fracture. One portion of the shaft was constrained within the u-joint, while the other portion had rotational freedom. During impaction of a hip shell into the acetabulum, if sufficient impact forces placed upon the instrument are transferred through this constrained area, fracture may occur in this due to a static or fatigue failure mechanism. The device shows signs of significant wear/use. The device was manufactured in 2008. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information was received for this event. Find new information received in section: b1, b2, b5, g4, h1, and h2.

Event description:
It was reported that during a total hip replacement procedure the r3 offset impactor broke internal to the patient when impacting. All the pieces were retrieved from the patient's wound. The procedure was finished using a smith and nephew back up device, with no surgical delay. There was no injury to the patient.